Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a damaged video connector. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Image noise was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was caused by a faulty video socket. However, the cause of the faulty output socket was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: do not reprocess the videoscope cable connector socket, the terminals, and the ac mains power inlet. Reprocessing them can deform or corrode the contacts, which could damage the video system center. When the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result. Do not soak in water, autoclave, or gas sterilize the video system center and accessories. These methods will damage them. Do not wipe the external surface with hard or abrasive wiping material. The surface will be scratched. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. When patient debris enters a hole or gap of this instrument, contact olympus without disinfecting it. If you try to disinfect by force, the disinfectant solution will get inside this instrument, causing fire and malfunction of this instrument. Olympus will continue to monitor field performance for this device.